Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs successfully captured the needles, inconsistent with the reported information. Also, the rail suture end was cut, consistent with successful suture retrieval when retracting the needle plunger. However, because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to achieve hemostasis. The device performed according to specification. Based on the investigation findings, the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after an interventional procedure in the left anterior descending coronary artery. Reportedly, a cuff miss occurred and another proglide was used with the same result. A third proglide was used; however, the suture came out of the artery while the suture was being cut with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide device (part# 12673-05, lot# 890136h) is being filed under a separate medwatch MFR number. The third perclose prglide device (part# 12673-05, lot# 880126h) is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.